Event description:
When an idrivec was used along with a cs25 in a laparoscopic lower anterior resection procedure, the idrivec displayed a solid red light, and presses of the open and close buttons did not effect a change in the position of the anvil.

Manufacturer narrative:
Patient's weight is not known. (B) (4). The returned idrivec was found to have a defective battery door latch and a pushbutton which was sometimes stuck. Neither of these issues are related to the alleged failure of the device to effect the opening and closing of an attached cs25 stapler. The root cause of the reported complaint is not known. (B) (4)